Manufacturer narrative:
Date sent to the FDA: 07/13/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. A manufacturing record evaluation was performed for the finished device v1059h; qpbcbrq0 number, and no non-conformances were identified. Additional h3 summary: a sealed box (36 ea) and an opened box with twenty packets of product code v1059 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device v1059h; qpbcbrq0 number, and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle pulled off from the thread during use on the patient or during handling/dispensing before use on the patient? - the needle pulled off the strand after the performing of only one stitch and was not trapped within the patient's tissue. Were there any patient consequences?- - no patient consequence. Device return status/follow up ¿ shipped. The following information was requested, but unavailable: procedure name? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. It was reported that the needle pulled off the strand after the performing of only one stitch and was not trapped within the patient's tissue. There were no patient consequences reported.